Manufacturer narrative:
A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has a suspected obstruction of the proximal outflow graft since (B)(6) 2021. The patient presented clinically stable and visited outpatient clinic on a regular basis. No actions would be taken as the patient was fine and stable. Log files showed a slow decrease in power and flow since (B)(6). Computed topographies from (B)(6) 2021 and (B)(6) 2022 were requested. The patient was home and stable.

Event description:
Additional information: the cause of the outflow graft obstruction was not confirmed. There were no changes made to anticoagulation or pump parameters. There was no sign of thrombus or treatment performed. The patient was under observation.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted video could not confirm the reported event of outflow graft obstruction; however, review of the submitted log files confirmed the reported event of a gradual decrease in flow over several months. A specific cause for the reported events could not be conclusively determined through this evaluation. The submitted video captured multiple cross sections of the outflow graft as visualized through a computed tomography scan. Review of the video could not confirm the reported event of outflow graft obstruction. The controller periodic log files contained data from 04apr2022 through 05sep2022, per the timestamps. Between may2022 and sep2022, a gradual decrease in estimated flow was observed; however, this decrease was not associated with any low flow alarms. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The account indicated that the cause of the reported outflow graft obstruction was not confirmed as of 08sep2022 and that there were no changes to the patient¿s condition, anticoagulation status, or pump parameters noted by the hospital. Additionally, there were no signs of any thrombus formations. The plan of care was to keep the patient under observation. The patient was reportedly doing fine as of 23sep2022. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1, ¿introduction¿, addresses all pump parameters including pump flow and power. Section 5, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.